Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the catheter was placed under ultrasound and 3cg cardioplegia by a senior placement instructor, the navigation markers were sporadic, and after removing the catheter to support the stylet, it was found that: a section of the magnet appeared to be interrupted at the anterior end of the catheter, which led to the bent catheter. The catheter could not be delivered to the superior vena cava.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed and was determined to be use-related. One 3cg stiffening stylet and two photographs were returned for evaluation. An initial visual observation revealed a sharp kink within the polyamide region of the stylet. Use residue was observed on the sample. A microscopic observation revealed a sharp kink in the core wire which was between the magnets. The distal tip of the stylet was observed to be present and intact. The observed damage and location suggest the stylet likely experienced mechanical stress from insertion against resistance, such as into tissue or at an improper angle. This complaint will be recorded for future trending and monitoring purposes.